Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to wear of angle wire; bending angle in up direction did not meet the standard value. In addition to evaluation in b5. Due to wear of angle wire;the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip, the adhesive on the bending section cover had a crack, adhesive on bending section cover had white-clouded area. Due to clogging of nozzle; water removal ability did not meet the standard value. Adhesive around objective lens was peeled, the adhesive around the light guide lens was peeled, the plastic distal end cover had a dent, connecting tube had a scratch, paint on air/water cylinder was peeled, paint on suction cylinder was peeled, objective lens had a scratch, the plastic distal end cover had a dent. Reprocessing of subject device: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had insufficient angle. There was no report of patient harm associated with this event. During incoming inspection, foreign objects were in the nozzle, due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.